Event description:
It was reported that two days post port placement, the port allegedly had difficulty in accessing the port. It was further reported that the port was replaced and found that the septum was dislodged. Reportedly extravasation of contrast was noted on catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported blocked connection issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo review. The investigation is confirmed for the reported fluid leak and septum dislodgement as the lumen of the septum was protruding the powerport in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post port placement, the port allegedly had difficulty in accessing the port. It was further reported that the port was replaced and found that the septum was dislodged. Reportedly extravasation of contrast was noted on catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported blocked connection and fluid leak issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo review. However, the investigation is confirmed for the reported septum dislodgement as the lumen of the septum was protruding the powerport in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Event description:
It was reported that two days post port placement, the port allegedly had difficulty in accessing the port. It was further reported that the port was replaced and found that the septum was dislodged. There was no reported patient injury.